Event description:
Elevated accu tni result. The elevated accu tni result was 4.86ng/ml. The elevated result was not reported out of the lab. The pt sample was retested for accu tni. The repeated accu tni result was 0.00ng/ml. No additional event info was provided by the customer. There have been no reports of injury or change to pt treatment that can be associated with this event.